Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the "ok" button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/21/2013 with the following findings:the keypad cover was found to be peeling at the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive; the ok button was completely unresponsive. The down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the pump did not make audible alarms. The pump case was removed and the audible sound contacts were realigned. After realigning the contacts the pumps audible sounds functioned properly. Also unrelated to the complaint, evaluation revealed a crack along the battery compartment threads extending to the fingerpad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.